Manufacturer narrative:
The patient's weight is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-02865. It was reported the patient lost therapy after experiencing a fall. The patient's issue was able to be addressed temporarily even though an unspecified impedance issue was present. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2020-02865 additional information gathered revealed the patient's leads were explanted and replaced to provide resolution.

Manufacturer narrative:
Patient's weight was gathered via follow-up. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.